Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50 x 16 mm taxus express2 drug eluting stent would not deploy when delivered to the lesion. The 90% stenosed lesion being treated was located in the 'high lateral artery' to the left main (lm) artery. The lesion was predilated with 2.5 x 15 mm non-bsc balloon. The physician attempted to inflated the 2.50 x 16 taxus stent to 6 atms. The stent delivery balloon inflated, but the stent did not. The stent delivery system was removed from the body and the stent remained on the balloon. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
Product analysis could not confirm the difficulty as stated in the complaint. The delivery device with the stent on the balloon was received and damage was observed on the stent. Visual examination of the stent revealed damage to the distal end. The distal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. A review and analysis of all the available info is insufficient to determine an exact root cause. Therefore the most probable root cause of the stent damage will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device. The balloon inflated normally as pressure was generated through the inflation device. The catheter was pressurized to 18 atmospheres without significant loss of pressure. The catheter was subjected to vacuum and the balloon deflated normally without a compromise of the generated vacuum releasing the stent. The difficulties encountered during the procedure could not be confirmed. A CAPA has been initiated to address this issue. The mfg records have been reviewed and no issues or discrepancies were found.